Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in a coronary artery. A 3.00 x 16mm synergy drug-eluting stent was advanced to treat the lesion and severe resistance was encountered. However, upon removal of the device, it was noted that the mounted stent struts were lifted. The procedure was completed with a different size non-bsc device. No patient complications were reported and the patient's status was stable.